Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 08:38:02. During night drain cycle one, the patient's ultrafiltration reading was 1733ml, indicating the home patient (hp) drained 1733ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). During review of the event history log, an increased intra-peritoneal volume (iipv) event was identified. The cause of the reported issue was false empty detect and use error, inappropriate bypass of the low drain volume alarm during the initial drain. A review the homechoice and homechoice pro apd systems patient at-home guide labeling was conducted. Section on "troubleshooting" gives instructions on how to bypass low drain volume alarm during initial drain and states "contact your dialysis center to learn when it is safe to bypass." The guide also has the warning: "bypassing a low drain volume alarm during initial drain when there is still fluid left in the peritoneal cavity can result in an increased intraperitoneal volume (iipv) situation later in your therapy. Change your position or sit up to aid draining completely during the initial drain. Iipv can result in a feeling of abdominal discomfort, serious injury, or death. If any patient, or patient caregiver, suspects the patient has iipv during a treatment, press stop immediately, and initiate a manual drain." The guide contains manual drain procedure and section on increased intraperitoneal volume (iipv), if iipv is suspected. The guide states, "additional care should be taken to monitor for iipv symptoms for those patients not able to communicate essential information to their caregiver during treatment." A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.